Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call of issues with no delivery alarm and high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The grandmother states they treated with manual injection. Troubleshoot was conducted. The pump was found to have had bad connection. The pump was found to be functioning as designed. The customer is being sent replacement supplies.